Event description:
A cgm error was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to perform a pump reset, after which the error did not reoccur, allowing the customer to successfully start their sensor session.